Event description:
An artelon cmc spacer was explanted on (B)(6) 2008 due to alleged injury. (B)(4).

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4) and artimplant (B)(4). No info supporting allegations of lawsuit currently available.